Manufacturer narrative:
The lot number is unk therefore, no review of the device history record could be performed. The instructions for use states that the device forms a cohesive, spongy mass that serves to bulk surrounding tissue and is not subject to absorption or enzymatic breakdown within the body. The low viscosity of the implant solution and the cohesive mass of the resulting implant require specific attention to the injection site, needle orientation, depth of needle placement, rate of injection, and injection volume, in order to achieve the highest rate of success. During the course of the clinical investigation, 28 subjects receiving the urethral implant treatment experienced exposed bulking material in the urethral mucosa. Exposed material was associated with shallow placement and injection proximal to the bladder neck. Over time, the urethra healed spontaneously as the mucosal surface re-epithelialized. A physician may choose to remove exposed material cystoscopically with graspers or forceps to facilitate healing. The IFU instructs the user: the unique characteristics of the bulking material require injection techniques that may differ slightly from techniques employed with alternative bulking agents. Contraindications include patients with the following conditions: acute cystitis, urethritis, other acute or chronic genitourinary tract infections, or fragile urethral mucosal lining. The investigation concluded that the most probable cause of the reported event is that the doctor failed to follow labeling instructions that contain a warning that implant has shown in clinical study to have increased complications when injected periurethrally, most notably urge incontinence. 1395, 2120, 1750, and 1844= 'l'. 1397= 'nl'. A review of bard dhrs (device history record) from june 2005 to july 2006 found that 1) all raw materials were found to be within specification and 2) all 14 lots were manufactured using the same procedures, methods, inspections and specifications as approved in the PMA. Based on this process of elimination, patient selection and injection technique were identified as the most likely root causes for the erosion report. Bard's root cause analysis identifies patient selection and injection technique as potential contributing factors to successful patient outcomes. Bard's existing physician training program and the IFU focuses on proper patient selection and injection technique. Consistent with the IFU, bard has emphasized these critical factors by sending all users tip sheets and a direct mailer from a key medical opinion leader.

Event description:
This MDR is being filed as misapplication due to the use of the periurethral approach, poor patient selection, and exceeding the recommended dosage. It was reported that during an initial treatment with a urethral bulking implant material performed in 2006, the doctor implanted three vials of implant material at the 3, 6 & 9 o'clock positions. He also described the patient's tissue as "friable" and he used the periurethral approach. All of the above contradict product labeling. 49 days later, the patient complained to complete leakage of urine two months later, the patient was diagnosed with severe incontinence and a urinary tract infection. The patient was prescribed macrobid for 7 days to treat the urinary tract infection. A cystoscopy was performed one month later, and eroded implant material was observed. Another cystoscopy was performed the following day, and eroded implant material was removed from the bladder and the implant material was discarded by the doctor. After removing the implant material from the bladder the same day, the doctor proceeded to inject 1-1/2 vials of implant material on the right side and 1/2 vial on the left side. The doctor noted some weeping out of implant material on the left side. The following month, the patient voided out the implant material. The voided implant material was retained and will be returned to manufacturer for evaluation. No further complications have been reported.